Event description:
It was reported by the customer that their insulin pump was alarming and having a high blood glucose level. Customer stated the previous day her blood glucose levels kept dropping, prompting her to disconnect from the device until going to sleep. In the morning, customer's blood glucose level was over 600 mg/dl, prompting customer to bolus and blood glucose level came down to 587 mg/dl. Customer's blood glucose level at time of reporting was 542 mg/dl. Assisted customer with clearing alarm from device and changing settings.. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.